Manufacturer narrative:
(B)(4). Product not returned for evaluation, customer declined a replacement product. Most likely underlying root cause: user had poor technique.

Event description:
Customer complains of erratic results. Customer states that she feels physically fine and denies the need for medical attention. Customer did not provide any further information in regards to expected result nor strips as she discarded vial. Reviewed meter memory: (B)(6). Memory concerns: with result she received using her meter about one week ago that customer considers were not accurate. Customer was not able to provide her blood glucose expected range nor time and date of her last readings. Customer does not have strips available to troubleshoot meter stating that she disposed of the vial customer's last results received were of 98,99, 106 mg /dl are from the log book, customer refused to provide results from the meter's memory. Customer sated her meter was providing results between 68 - 265 mg/dl. I offered to replace customer's meter and customer refused. Adverse event not reported.